Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 the unit was evaluated by fse, and operational checks were performed; however, the issue could not be reproduced, including touchscreen calibration. After consultation with the clinical engineer, a preventive replacement of the touchscreen was performed. Following the replacement, the device was tested and confirmed to be operating properly, meeting all functional and safety requirements according to manufacturer specifications.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported by clinical engineer during monthly inspection that the cardiosave intra-aortic balloon pump (iabp) unit's touchscreen responding slowly. There was no patient involvement reported.